Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to the ipg is tipped perpendicular in the body. Surgical intervention took place on (B)(6) 2020 wherein the ipg was relocated within the same pocket. Further information indicates the discomfort has resolved.